Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. E1: patient city: (B)(6). Patient country: canada. Name: (B)(6). Country: united states. This investigation has been updated because the malfunction code changed from leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing) to insertion site egress - trace moisture / superficial wetness, which requires additional activities not included in the original investigation dated 05/nov/2025. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results - supplemental information: electronic quality management system (eqms) search: a query was run in the eqms on 24-mar-2026 against "lot number" 6006091 and similar malfunction code(s): insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The review confirmed that lot 6006091 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 24-mar-2026 against "lot number" criteria equal 6006091 and similar malfunction code(s): insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The count of complaints is 1. The complaint number is complaint (B)(4). Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (wi) guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Wi - guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code insertion site egress - trace moisture / superficial wetness. All test results were within specification as documented in the attached test report pr (B)(4). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation results, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA; therefore, no CAPA plan is available. CAPA determination = no CAPA required. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced that the leakage at the infusion set site on (B)(6) 2024.